Manufacturer narrative:
After further evaluation, the suspect medical device was updated to catalog 08k25-25 and lot 02118f000 for ids 12172531184 and 12172535184. The event has been reported under manufacturer report number 3002809144-2019-00070. A review of the customer's instrument files was conducted. Review of the logs did not identify conclusive information to indicate an instrument or specific sample integrity issue occurred. Review of ticket trending data for list 8k25 did identified an increase in complaint activity related to the complaint issue. The lot searches for likely cause reagent lot 01218c000 did not identify an increase in lot activity for falsely elevated patient results. A device history record review was performed for list 8k25, which did not show any related potential non-conformances, deviations, or nonconformances. To further investigate the issue a historical performance of reagent lot 01218c000 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01218c000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 01218c000. A study of patient median results for the both stat and routine architect ipth assays has found that the patient medians and the numbers of results in specific reference ranges (0-72 pg/ml, 72-450 pg/ml, and >450 pg/ml) have been consistent over time. The review of patient median results indicates that patient results have remained consistent for the past few years. Labeling was reviewed and found to adequately address the issue under review. A deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product list 8k25-28, that has a similar us product distributed in the us, list 8k25-27. Patient information states no information but should state multiple. The "multilple" ids are (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed falsely elevated architect intact pth of about 120 to 130 pg/ml on patients who previously tested about 20 to 30 pg/ml. Examples provided of ID (B)(6) of 774.6 repeated 474.2 pg/ml. ID (B)(6) of 184.2 repeated 116 pg/ml. ID (B)(6) of 46.1 repeated 25.4 pg/ml. ID (B)(6) of 42.2 repeated 24.3 pg/ml. ID (B)(6) of 29.6 repeated 20.1 pg/ml. ID (B)(6) of 429.2 repeated 241.6 pg/ml. ID (B)(6) of 829.2 repeated 353.6 pg/ml. Patient 8 of 259 repeated 212.4, 109.3 pg/ml. Patient 9 of 136 repeated 115, 60.3 pg/ml. No impact to patient management was reported. No specific patient information was provided.